Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and failed battery. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rejected new battery, less responsive and harder to press buttons. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected failed battery test alarms noted during testing. Constant low battery alerts during battery simulator testing due to moisture damage on electronic board stack. Unable to perform current measurements due to constant low battery alerts. All buttons function properly. Moisture damage noted on keypad traces. Device received with moisture damage on motor assembly, moisture damage on force sensor assembly and corroded battery tube.